Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51-year-old male in cardiomyopathy was implanted with an impella cp as a bridge to heart transplant. Unfortunately, when the thrombus was removed following the initial stroke, the patient suffered a second stroke and it was noted the purge pressure was low; however, the problem was resolved before administering. Both lower legs of the patient were mottled and cool to the touch. Roughly two days later, the staff called with concerns regarding heparin induced thrombocytopenia. The staff was advised on a heparin free purge alternative in response to the condition. The following day, the staff called and reported that the pump was now experiencing high purge pressure. The staff was advised to run a tpa protocol to manage the high purge pressure.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07970 was provided.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.